Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of the device history records was performed and no complaint related issues were found.

Event description:
(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR the device history record has been requested for review. The product development visual evaluation observed that the chisel blade is broken and the broken piece was returned. The break starts approximately half way across the cutting edge. It was also noted that there are deep dents/marks in the broken piece around the fracture and up the edge that appears to have been made by a pointed instrument or the jaws of an instrument with fine serrations. The cutting edge on the chisel blade (not the broken piece) is slightly bent where the fracture starts. The investigation found that the damage exhibited by the device is an indication that it was struck with something or gripped with another instrument extremely hard on the side of the chisel blade. The breakage is a result of the device being struck or gripped and twisted on the chisel blade which is not consistent with normal use of this instrument. This device has been available since 1994 and this is the only complaint in the 2 year history which further indicates that the design is adequate for the intended use and the complaint condition was most likely the result of misuse. The design is adequate for the intended use and the complaint condition is the result of misuse.

Event description:
According to the reporter in canada the tip of the chisel broke off during normal use. The broken tip was retrieved and will be returned for investigation.